Manufacturer narrative:
Siemens investigated a customer report of a discordant elevated atellica im total hcg (thcg) result on 2 patient samples that were lower and considered correct upon retesting. The discordance was identified after identifying failed quality control (qc) and retesting patient samples. Review of the customer's qc performance showed imprecision with qc level 1 (ranging from 5.99 to 10.16 miu/ml). Customer service engineer (cse) was dispatched to the account and performed routine instrument troubleshooting that included replacement of reagent probe 1 (used for aspiration and dispense of both thcg lite and solid phase reagents). Assay performance was monitored following these service actions and it remains acceptable. A product problem was not identified. The customer is operational, and the reported issue was resolved by standard troubleshooting and service actions. Siemens filed initial MDR 1219913-2024-00428 on 09-oct-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation an elevated atellica im total hcg (thcg) result on 2 patient samples that were lower and considered correct upon retesting. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer retested atellica im total hcg (thcg) patient samples after identifying failed quality control (qc). Two samples that were initially elevated produced lower results upon retesting. Lot 358 was in use at the time of testing. The initial results were reported. It is unknown if the physician(s) questioned the results. Corrected reports were issued with the retest results. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with these observations.